Event description:
Healthcare professional (hcp) reports 4 blood leaks into dialysate noted at onset of pt treatment. Hcp reports dialyzers reused an average of 10 - 34 times. Hcp reports no pt injury.